Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
The event for heat was not duplicated as the device was not received. A root cause could not be confirmed. Device not returned.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There were no adverse consequences related to this event.